Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water removal ability did not meet the standard value due to clogging of nozzle, the up/down knob could not be locked securely due to wear of the forceps elevator lever, the adhesive on the bending section cover had a white-clouded area, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the grip had a scratch, the universal cord had a scratch and a wrinkle, the plug unit was deformed, and the connecting tube had a scratch. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign object in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was unknown. The foreign substance was an antifoaming agent or some other agent used in the endoscopy room. Olympus will continue to monitor field performance for this device.